Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
A revision surgery was performed on (B)(6) 2025, using the blueprint planning feature. No further information was provided.

Manufacturer narrative:
The reported event could be confirmed. The device was not returned but evidences were provided, based on images which match the alleged failure. A device inspection was not possible since the affected device was not returned for investigation. Since data and images were provided, the opinion of a medical expert was sought and stated as follows the images show clearly that the glenoid construct has tilted posteriorly (backwards). A glenoid component loosening. Poor bone quality is the most likely factor for the component migration. There are no visible issues with the humeral implant which looks well-positioned and well-fixed. These images are not medical grade resolution, so there is room for uncertainty. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine clearly the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Event description:
A revision surgery was performed on (B)(6) 2025, using the blueprint planning feature. No further information was provided.